Manufacturer narrative:
The insulin pump had minor scratches on the display window, scratched reservoir window, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, a cracked case near the corner of the display window, a cracked display window and a stained end cap sticker. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. Moisture damage was noted on the display and mother board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and was unresponsive. The blood glucose reading was 12.0 mmol/l. The customer stated that the insulin pump may have been exposed to moisture from being in the customer's bra, but no signs of moisture damage were observed. Advised discontinuation of the insulin pump. Nothing further reported.